Event description:
Customer reported unexpected negative reactions on the echo instrument for antibody screening using capture-r ready screen (crrs (3). The sample was positive on ab_ID.

Manufacturer narrative:
Tested the customer's returned sample with returned crrs 3 lot e009 on an in-house echo. Cell 1 (d positive) shows 3+ reactivity and cell 2 (c positive) shows ? Reaction. The event appears to be related to the nature of the sample.